Event description:
Unomedical reference number: (B)(4). Event occurred in the united states. It was reported that the patient experienced high blood glucose of 1000 mg/dl due to an occlusion. He had high ketone levels which the healthcare professional assessed as dangerous and life-threatening. Moreover, he changed the soft cannula infusion set to resolve the issue and received multiple daily injection as corrective treatment while being hospitalized. No further information was available.